Event description:
Affiliate reported that a pt developed a recurrent hernia and had the mesh device implanted. The pt was returned to surgey for adhesion formation 2005 and these adhesions were lysed. The pt was gain returned for a second reoperation for adhesions in 2006.